Event description:
In 2008, the sales reported that during a cervical procedure, the surgeon was implanting a plate and had already implanted two screws, when he determined that it was the wrong size plate. The surgeon then attempted to explant the screws and plate and the surgeon was not able to back out the second screw and broke the vertebral body in order to remove the plate and screw. The surgeon did a corpectomy and implanted another plate. The surgery was extended 1 and 1/2 hrs.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.